Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedures, over the past six months blades are breaking. This one of those instances of blade breakage reported from this customer. No further information was provided.

Manufacturer narrative:
H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedures, over the past six months blades are breaking. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.